Event description:
The customer reported that a baby boy was returned to surgery to correct a post-op bleed resulting from a hernia surgery on the previous day. During this re-op, electrosurgical forceps were in use. The monopolar function was used briefly at the start of the procedure and then bipolar was used for the remainder of the procedure. The return electrode was positioned on the left side of the pt's lower back, and the pt was positioned on a heating blanket connected to a non-covidien warming unit. Approx 2-4 hours after the surgery, a 4x5cm red mark with blistering became apparent on the pt's right buttock. At the pt's follow-up visit, the burn was found to be healing well and no further follow-ups were planned. The generator and warming unit were tested by the hospital and found to have no faults.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for evaluation. Further, the incident handpiece and return electrode will not be returning. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.